Manufacturer narrative:
Visual inspection of the returned components found that the dovetail feature was compressed on one side and flared out on the other, and the inferior surface of the device was gouged in several locations all around its periphery. Dimensional inspection found that width and height of the device were both within specifications. The device history records for the articular surface component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. No other complaints of this nature have been received for this product/lot combination. The results of the visual investigation indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. The flared portion of the dovetail feature and the gouging marks tend to result from the removal of the component from the tibial plate. It is likely that the mating problem encountered is related to the surgical technique and possible misuse by user.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the implant would not lock into place. A different articular surface was utilized to complete the procedure.